Event description:
A report was made from user facility that the pump did not charge when the second door was opened. It was also reported that the patient's mother manually moved the roller into the charged position, and when it was released, it slammed back.